Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. According to the information provided, it was reported that the patient experienced rupture and capsular contracture on the breast implant. During evaluation of the sample, a crease was observed on the anterior view running to the posterior view. Leak testing was performed, and no issues were observed. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 250cc gel breast prosthesis (left device) and a mentor memorygel breast implant 300cc gel breast prosthesis (right device) when the left breast prosthesis ruptured after implantation. The patient had a mammogram and an ultrasound reporting silicone outside of the left implant. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation with no replacement on (B)(6) 2019. This medwatch report is for the left breast prosthesis.